Manufacturer narrative:
A review of this complaint revealed that the patient wore the xt device 4 days of the 14 days prescribed. The patient had a history of reaction to medical adhesives and sensitive skin. Irhythm made three unsuccessful attempts to contact the patient¿s family on days 28, 32, and 33. It is unclear whether the patient was treated for the reported event due to limited information from the doctor's nurse. Although the patient¿s history of reaction to medical adhesives and sensitive skin cannot be ruled out as a contributory factor, the cause of the reported event cannot be determined. However, it should be noted that skin irritation is a known inherent risk of the device. The zio xt clinical reference device manual (crm) contains a "warnings" section that states ¿do not use the zio xt patch on patients with a known allergic reaction to adhesives or hydrogels or with a family history of adhesive skin allergies. Patient may experience skin irritation.¿ skin irritation such as severe redness, itching, or allergic symptoms develop, remove the zio xt patch from the patient¿s chest. Further, the crm contains a precaution that ¿safety and effectiveness of the zio xt patch on pediatric patients (younger than 18 years old) has not been established.¿ this event is being reported per 21cfr 803 as a serious injury. This report does not constitute an admission by irhythm that the product described in this report has any defects, or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.

Event description:
It was reported that the patient presented to the school nurse with symptoms of an allergic reaction allegedly caused by the zio xt, including itching, blisters, and throat closing. The family of the patient contacted irhythm to inquire about the availability of a different adhesive, but the company confirmed that there were no other options available. As a result, the device was removed. Irhythm attempted to contact the family several times to gather more information, but they were unsuccessful. No further information regarding the treatment or results was provided.